Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer's blood glucose ranged from 200-250mg/dl. Reportedly, customer changed supplies and resumed insulin successfully.